Manufacturer narrative:
Zimvie complaint number (B)(4). E1: reporter email address unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It is reported that the implant at tooth site #24 was removed due to infection. Patient originally comes from another clinic reporting pain and inflammation, does not want to go back to the original clinic where the implants were placed, implants were then removed. No additional appointment required. Symptoms as a result of the event: pain. Inflammation.